Manufacturer narrative:
This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the vessel sealer extend instrument broke off and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the surgeon noticed a piece of insulation from the vessel sealer extend instrument had broken off. The surgeon removed the instrument and retrieved the fragment from the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. Followed up with the customer and obtained the following additional information: the customer confirmed that the vessel sealer extend was inspected prior to use. The instrument was removed during the procedure and the wrist was straightened prior to removal. The instrument did not make contact with any other instrument or hard material. The surgeon noticed a piece broke off and retrieved it with the instrument. There were no fragments left in the patient. The fragment was retrieved and is with the hospital's risk management. No post-operative test were done. There was no injury to the patient. The patient has not returned to the hospital for any post-surgical complications. There is no video recording of the procedure available.